Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of customer¿s third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: biopsy port, cfu: unknown, bacterial identification: unknown. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.